Event description:
In 2006, heart cath was performed, stent inserted and star closure was used at femoral artery insertion site. Two - three hrs later, severe bleeding occurred at the insertion site requiring emergency measures. This caused large hematoma internally. The next day, I was sent home where I discovered. I had large blisters near the insertion site in an area the size of my palm, along with severe pain in the leg and hip area with tingling and burning in the thigh area. My family doctor did a culture and placed me on antibiotics for 10 days. Twelve weeks later, I still have a "mass" as my cardiologist referred to it yesterday, when he examined it along with a scab the size of a quarter which seems to be very deep. Sitting at my desk and in the car is very uncomfortable. He is referring me to a general surgeon for evaluation for additional survey. My cardiologist states I have an allergic reaction to the star closure. He states he had 3 patients that bleed out and had other complications from the star closure and he discontinued using the star closure. This device is still in my body. Should I consult a vascular surgeon?